Event description:
Case performed by a trainee (resident) and supervised by a dr. Stenosis on circumflex. Radial approach. Guidewire placed using a left amplatz guiding catheter in a very angulated side branch. Impossible to move forward and backward. The trainee rotated the wire and a separation of the distal part from the hypo tube occurred. Dr considered this incident as an operator manipulation related.